Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ degenerative mitral regurgitation (mr) and prolapsed posterior leaflet for a mitraclip procedure. During the procedure of mitraclip there was perforation observed in the valve leaflet located about 1 cm from the tip of the leaflet, with a hole size of approximately 2 mm. The clip was moved about one clip's width medially. The leaflet got caught in the gripper. Attempts to release it by moving back and forth were unsuccessful. Inversion was attempted, but the leaflet tissue got caught and was unable to retract to the left atrium. The clip was stuck near the head of the posterior papillary muscle and was unable to move. Attempts to raise and lower the gripper were unsuccessful. The clip was released, and the leaflet was placed on the arm. The clip delivery system inadvertently moved/steered during positioning. The gripper on the anterior mitral leaflet (aml) side was unable to raise. The gripper lever was still up. The gripper line was cut and the gripper was down. The anterior and posterior leaflet were grasped together. Full closure was achieved, and the mobility restriction of the leaflet was good, with good mr control and the clip was deployed. After deployment, the angle of the clip tilted with the tip facing the posterior leaflet. The arm top on the posterior mitral leaflet (pml) side passed through the hole and was on the left atrium side. Per physicians opinion, the partial detachment was due to the pre-existing patient anatomy. There was no significant change in mr. An additional xt was used to stabilize the movement of the leaflet, and the procedure was completed. The mr was decreased to grade 1+ post procedure. There were no adverse patient effects or clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and per the physician, the reported partial clip movement was due to patient anatomy. The reported difficult positioning in anatomy associated with the clip being caught on leaflet was due to procedural circumstances. The cause of the reported single gripper actuation issue was unable to be determined. The reported unexpected medical intervention and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes added: h6 medical device problem code: 1157.